Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/07/2018, that on (B)(6) 2018, a detached needle occurred. The sensor was inserted on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to missing applicator. The reported event of a detached needle could not be confirmed. A probable cause could not be determined.